Event description:
Device report from the united kingdom reports an event as follows: it was reported that on (B)(6) 2022, the 2.8 wire has welded into the guide block holes, this is the 4th time this has happened. Another set opened. 30 minute delay in surgery. No patient impact. This report is for a 2.8mm kirschner wire spade point 200mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified part # 03.108.005s, lot # 9l39941, manufacturing site: (B)(4). Release to warehouse date: 19 may 2022, expiration date: 01 may 2032, supplier: (B)(4). A manufacturing record evaluation was performed for the finished device 03.108.005 lot #793p814, and no non-conformances were identified. Part #: 03.108.005, lot #: 793p814, manufacturing site: (B)(4). Release to warehouse date: 04. May 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.